Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The clinical request was submitted by customer that they experienced high blood glucose. Customer experienced blood ketones and change set in case 0.6 mmol/l. The blood sugar 360 mg/dl. The insulin pump will not be returned for analysis.